Manufacturer narrative:
G2: foreign - event occurred in canada. An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the nurse opened the package and found plastic debris inside. There was no patient impact or delay. Due diligence is complete and there is no additional information available.